Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a tight arterial anastomosis, the health care provider allegedly had difficulty removing the pta balloon through the 6fr sheath after the second inflation/deflation attempt. During removal, the pta balloon started to accordion at the introducer sheath; therefore, the balloon and sheath were removed as one unit. A new 6fr sheath and balloon were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The sample was received inserted into a 6fr terumo sheath. The distal end of the balloon was exposed out of the distal end of the introducer sheath, with the distal portion of the exposed balloon prolapsed over the distal tip of the sheath. A kink was noted 1.5cm distal to the strain relief. The manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. A complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. The inner guidewire lumen was still intact. The edges of the butt joint break were examined under microscopic magnification (16x) and observed to be slightly jagged. A completed circumferential break in the inner inflation lumen was noted, with sections of the inflation lumen extending from both the outer catheter at the butt joint break and from the sheath. The introducer sheath was examined under microscopic magnification (10x) and the distal tip was flared, likely indicating retraction issues. Buckling of the sheath at the strain relief was also noted. Functional/performance evaluation: no further functional testing could be performed due to the break at the proximal balloon glue joint. The balloon was unable to be removed from the sheath. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. A visual inspection found the device returned inside of an introducer sheath. A circumferential break was noted at the butt joint, as well as in the exposed inner inflation lumen. The distal end of the balloon was prolapsed over the flared distal end of the sheath, indicating retraction issues. Therefore, the investigation is confirmed for both a circumferential break at the joint, as well as sheath-related retraction issues. It is likely that the retraction issues led to the catheter break at the butt joint. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a tight arterial anastomosis, the health care provider allegedly had difficulty removing the pta balloon through the 6fr sheath after the second inflation/deflation attempt. During removal, the pta balloon started to accordion at the introducer sheath; therefore, the balloon and sheath were removed as one unit. A new 6fr sheath and balloon were used to complete the procedure. There was no reported patient injury.